Event description:
Report received of a separation of one lumen from a triple lumen catheter. It was reported that an adult ICU pt had a triple lumen catheter. The catheter had been in place for several days when the clinician noted that the distal lumen had completely separated from the manifold. The lumens had been clamped and there was no bleedback or blood loss noted. The catheter was removed, and a new catheter weas inserted. There were no reported adverse pt effects. Add'l info was requested, but no further info was provided.